Event description:
The reporter stated that the surgeon was using a competitor's lens with a msi-injector and the lens tore during insertion. Lens was successfully replaced using forceps with original incision enlarged, no sutures. The reporter stated that the surgeon may have used a wrong style cartridge (not aq cartridge-fp). Additional information has been requested, but none has been forth coming. If more information is received, a supplemental manufacturer report will be sent.

Manufacturer narrative:
A work order search. An injector lot number work order search was performed for similar complaints within the search and there were five similar complaints within the search.